Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735740, version #: (B)(4). A medtronic representative went to the site to test both the imaging system and navigation system. The manufacturer representative tried to manually transfer the exam that was used during the procedure and was still unable to transfer the exam and received the reported error. Additionally, the manufacturer representative took three image acquisitions with a demo model and all acquisitions transferred to the navigation system properly. Furthermore, manually pushing the exams was also successful with no error messages received. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. During a procedure, an error occurred on the navigation system indicating there was "no registration data found, manually enter in the registration data." An image of the error received indicate the "transferred exam does not have registration information. Manual registration required." The site could see all 192 images transferred to the navigation system under the patient's name, but the site could not get passed image acquisition. The issue was also reported as a transfer error. The procedure was completed without the use of imaging and navigation. The issue resulted in a 15 minute procedure delay. There was no impact on patient outcome. No complications were reported/anticipated.